Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with recurrent erosion on left eye (os) at a 10-month post op exam. The patient¿s chief complaint was of pain from the recurrent erosion. The patient comments were that she would be happy to have a procedure to attempt to end the recurrent erosion. An epithelial debridement was performed to resolve the erosion. Best corrected visual acuity (bcva) from (B)(6) 2008: right eye pre-op 20/20 -3.50 x -.50 x 13, left eye pre-op 20/20 -4.25 x -.50 x 163. Bcva from (B)(6) 2017: left eye post-op 20/20 .00 x .00 x 90.